Event description:
Following a reload, stapler fired staples but would not release the tissue. Following several attempts, surgeon was unable to get the stapler to release the tissue. Manual release key was used to open the jaws. Staple line appeared to be intact following manual release.